Manufacturer narrative:
Based on the completed investigation, the lack of image was due to cracked optical lens and the e216 error due to a damaged plug unit. The root cause of the reported malfunctions could not be definitively determined; however, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, the gastrointestinal videoscope displayed an e216-scope communication error, along with no image. There was no patient involved.